Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1700382 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a gallbladder ablation under laparoscopy, the clip was inserted, the doctor was going to close the clip and at this time the clip broke in several parts. The doctor took out all the parts that fell in the patient. It happened a second time during this intervention, while the clip was inserted it broke in several parts. We put the lot number in quarantine. The patient's condition was reported as fine.